Event description:
It was reported that during a ptca/stent procedure, while inflating the stent at 14 atm for 12 seconds, the balloon burst. A dissection was formed into the circumflex artery necessitating another stent proximal to the first one.